Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the needed reimaging as it had crashed and could not boot. A field service engineer performed remote fix to address the hard drive issue, which required a complete hard drive swap from start to finish and provided customer with the replacement hard drive and the 1.8 image universal serial bus. The system was synchronized at the station, and all configuration steps were loaded and completed. The call was then closed and later met with lead who provided a pre imaged hard drive and traveled to the site, replaced the hard drive, and completed the full system setup with assistance to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had crashed and was unable to boot, required reimaging, which located on cl2s. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.